Event description:
It was reported that the device was used during a sleeve gastrectomy procedure. One the 7th firing, with gold reload and peri strips that on the very end of the firing the staple line was a little bit funny, two staples appear to be "squiggly." A new device was pulled for the next two firings with gold cartridges and peri strips, fired and formed as intended. This device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2012. Information was not provided by the initial contact. Additional information was requested and the following was obtained: on what tissue type was the device used? Stomach. At what location on the tissue? 3/4 up on the stomach . On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 7th. What color cartridge was being used? Gold. What other color cartridges were used before and after this event? Green, gold. Was buttressing material utilized? Yes if so, which product? Peri strips. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patient¿s pre-existing conditions? Morbid obesity. Does the patient have any relevant history of surgical treatments? Asku. How long has the surgeon been using this device for this procedure (in years)? 5+. Was there a recent conversion to ees devices in this account or with this surgeon? No. Is there any other additional information you would like to share about this device or procedure? The surgeon fired device as follows: began the sleeve procedure using (2) green reloads without peri-strips; then used (1) green reload with peri-strips; followed by (4) gold reloads with peri-strips; a. The 4th gold reload is when the 'squiggly staples' were noticed. Opened new device and completed the (2) last firings with gold reload and peri-strips. Tissue sample information: the piece was cut out in the area where the 7th reload was fired; the specimen side tissue is being returned; two pieces were cut out where the ''little squiggly staples'' are located. To identify this area the surgeon placed two sutures where the squiggly staples are and then a longer suture to orientate the bottom of the 7th firing the analysis found that one device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process. Tissue sample was returned and ees field quality engineer provided the following summary after review, "in my opinion based on the event description and x-ray picture observations. The probable cause of this complication was the combination of tissue thickness and buttressing material thickness being too thick for the cartridge selected, which in this case was gold."